Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope while driving. The right ventricular (rv) lead exhibited noise which inhibited pacing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.